Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2013-05729. It was reported the patient was experiencing discomfort at the ipg site ad inadequate coverage. As a result, the ipg was explanted and replaced (with different model). The replacement ipg was implanted in a new location. An additional lead was also implanted to obtain adequate coverage. Surgical intervention resolved the patient's issues. The explanted product was disposed of by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.